Manufacturer narrative:
It was reported that the device involved in the incident is not available to be returned to the mgf for eval an investigation into the root causes for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for all deviations related to the reported defect of the complaint. The review confirms that the lots met all metrial, assembly and performance spec. (B)(4).

Event description:
As reported (B)(6) 2015, a pt of unk age and gender underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. He PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. It was reported that the disposable device is not available for return to the MFR for eval as it was disposed of by the user.